Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reported system error which was reproduced. System error 105 was confirmed and caused a failed motor with severed motor mount screw. The failed motor assembly and screws were replaced.